Event description:
Procedure: mini gastric bypass by laparoscopy. According to the reporter: the operation on (B)(6) 2012 went very smooth with no significant incidents or complications. The gastric pouch of 10x2 cm was created by four endo gia 60mm blue sulus fired by an endo gia universal xl single use instrument. The anastomosis is done manually with polysorb 2-0. A blue dye test was done two times with no leak. On the morning of (B)(6) 2012, the pt felt a thoracic and epigastric discomfort with no tachycardia nor fever. The clinical exam was normal. A cbc was strictly normal and a gastrografin swallow was done too and showed a normal pouch and anastomosis with easy transit and no leak at all. The pt had gazes and stool and was relieved. In the evening of the same day, the pt presented a spike of fever and the clinical exam didn't show any severe abdominal tenderness. The temperature came back to normal as well as the pulse, but the pt kept on complaining of discomfort and fatigue. At midnight a CT scan was performed showing a small fistulae with a mild quantity or fluid in the abdomen. The pt began rapidly to show signs of shock with hypotension and accelerated heart rate of 160. A second laparoscopy was performed on (B)(6) 2012, and a leak from a 5mm opening on the lateral aspect of the gastric pouch at the level of the 3rd endo gia stapling with evidence of the staples not closing properly for about 1 cm. A surgipro 2-0 running suture was done with thorough lavage and drainage was done. The pt expired on (B)(6) 2012. The cause of death as listed on the death certificate is multiple organ failure with cardiac arrest. Operative notes from the procedure were requested, but were not made available. An autopsy was not performed.

Manufacturer narrative:
(B)(4)